Event description:
A complaint was received by a customer using a vdr-4 stating that while the device was being used on a patient, the device's secondary disconnect alarm failed to alarm. It was confirmed by ths customer that the alarm function was working properly during the pre-use check. No patient harm or injury was reported due to this failure.

Manufacturer narrative:
This event is being reported, as there was a failure to a life-sustaining product while in use on a patient. The device was not returned for evaluation, and therefore no root cause for the malfunction was determined. No patient harm or injury was reported by the customer. If any additional information is obtained, or if the product is returned for evaluation, a follow-up MDR will be submitted to FDA.